Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm due to a backup battery fault alarm was confirmed via the submitted and downloaded log files from the heartmate 3 system controller, serial number (B)(4); however, the alarm was not able to be reproduced during testing. The downloaded log file labeled a5041313and the submitted log file a4271123 contained overlapping data spanning approximately 19 days ((B)(6) 2021 per the timestamp). The log file captured a backup battery fault alarm active from (B)(6) 2021 at 15:30:32 to 17:46:34 due to the backup battery failing the load test. When the load test first failed, the loaded voltage measured 11.428 v and the unloaded voltage measured 12.292 v. The alarm did not affect the controllers ability to operate the pump at the set speed. There were no other notable atypical alarms active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Multiple load tests were performed during testing and no atypical alarms were produced. The polyurethane jacket of both power cables was dissected to find that on both cables, there was a green contaminate consistent with fluid ingress was observed on the underlying layer. Additionally, the underlying wires were in unremarkable physical condition; however, had signs of a green contaminate consistent with fluid ingress as well. Provided information stated that that the date of the controller exchange was (B)(6) 2021. In addition, the backup battery fault resolved with the controller exchange. The patient was issued a backup controller, serial number (B)(4), with backup battery serial number (B)(4). The tracking number for the returned product is (B)(4). The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on 18dec2019. Heartmate 3 instructions for use section 7 alarms and troubleshooting and heartmate 3 patient handbook section 5 alarms and troubleshooting, covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 surgical procedures, explains how to install the backup battery in the system controller. Additionally, section 2 system operations, explains how to properly replace the backup battery. Heartmate 3instructions for use section 8 entitled caring for the equipment and heartmate iii patient handbook section 6 entitled caring for the equipment addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had hours of controller fault alarms. The patient was directed to the emergency department where a controller exchange was done. On interrogation of the controller the patient had an emergency backup battery (ebb) issue. The log file review captured a backup battery fault alarm due to the backup battery failing the load test. There were no other unusual events recorded in the log file event history.